Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company reported via email, the customer had relayed that he had been hospitalized with diabetic ketoacidosis. Customer declined troubleshooting assistance. Customer mentioned the insulin pump was not delivering insulin while the customer was asleep. The device alarmed no delivery at 7 pm, customer changed the site, it alarmed again at 8 pm, and changed everything again. The device was working until 12 pm, that is when the customer fell asleep and woke up with high blood glucose over 700 mg/dl. Then he was hospitalized. Customer is not returning the insulin pump for analysis.